Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used in the distal part of the esophagus during an endoscopic mucosal resection (emr) performed on an unknown date in (B)(6) 2016. The indication for the procedure was to treat the patient's barrett's esophagus and early esophageal cancer. According to the complainant, during the procedure and on the last resection, a perforation occurred. The perforation site was successfully closed by laparoscopic suture. In the physician's assessment the perforation is related to the captivator endoscopic mucosal resection device. The patient was hospitalized for four (4) days and the perforation was reported to have resolved.